Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that therapy delivery test getting failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective assy capacitance. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is working fine as per manufacturer's specifications after replacement of defective assy capacitance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.